Manufacturer narrative:
This report is submitted on august 2, 2021.

Event description:
Per the surgeon, the patient experienced an infection and extrusion of the receiver stimulator. The receiver stimulator was re-positioned followed by a breakdown of the wound. The infection was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. It is unknown if there are plans to re-implant the patient with another device. The device analysis report is attached.